Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The UDI is unknown because the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Interaction with the iron man guide wire as the iron man guide wire became entangled with the bmw guide wire resulted in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that procedure was to treat a moderately tortuous and moderately calcified right coronary artery that was 70% stenosed. An unspecified balance middle weight (bmw) guide wire met resistance with an unspecified balloon catheter during advancement. Therefore, a 014 iron man guide wire was used as a buddy wire; however, the iron man guide wire became entangled with the bmw guide wire during removal. The iron man guide wire coil then unraveled and the tip separated outside the anatomy when it was removed independently. The bmw guide wire was removed after the procedure was completed and it was not damaged. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.